Manufacturer narrative:
Insulin pump received with a constant blank/flashing white light on the display due to vertical cracked lcd controller electrical board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 120 mg/dl. The customer states the display was blank, but it appears to smash with a hammer, but not it is discolored and not coming on. The customer was assisted with troubleshooting and the display was currently blank, however the customer declined to continue the troubleshooting. The insulin pump will be returned for analysis.